Event description:
Information was received indicating that a smiths medical pump was reported to be presenting with several "base task debilitated" alarms over multiple days. There were no reported adverse events.